Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that some blood came up into the sensor needle during insertion. The blood glucose reading was 430 mg/dl. The customer treated with the insulin pump. The customer was advised on proper insertion and advised to monitor the issue and call back if needed.